Manufacturer narrative:
Product complaint (B)(4). Additional information: d4, h4- the actual device batch number associated with this event is not known. The international affiliate reports the following possible batch numbers: lot qjmecd - mfg. Date -08/12/2020; exp. Date -07/31/2025;. Lot qdmejr - mfg. Date 4/22/2020; exp. Date 3/31/2025 lot qjmhtq - mfg. Date 8/17/2020; exp. Date 7/31/2025 lot qkmkmj - mfg. Date 9/22/2020; exp. Date 8/31/2025 in addition, a manufacturing record evaluation was performed for the possible batch numbers was conducted and no non-conformances were identified. To date the device has not been returned. If the device or further details are received at the later date a supplemental medwatch will be sent. Additional information was requested, and the following was obtained: there were no problems with the wound. -what is the patient¿s current status? -the patient has been visiting the hospital regularly. -has re-examination of the patient been performed? If yes, what were the results? A CT scan will be performed 1 month after december 28 at the expense of the hospital. -status of device return / follow-up? =>the device will be shipped. The following information was requested, but unavailable: -patient demographic info: age, gender, weight, bmi at the time of the index procedure? -what instruments were used to grasp the needle? -where was the needle grasped during use? -if the needle tip is retained, where is the device retained/in what structure? -has additional medical or surgical intervention been performed? If yes, please describe. -the event reported a breakage of one needle. Please clarify the quantity involved of ¿1¿ to ¿9¿ in note a-4976706? -how many needles broke during this one patient event? If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
It was reported that the patient underwent a subcutaneous shoulder tumor removal surgery on (B)(6) 2020 under local anesthesia and the suture was used. During dermostitch, it was noticed that suturing could not be done. Surgeon thought that the needle was bent, thus, the needle was returned to a nurse. Then it was noticed that the needle tip had been missing. According to the surgeon, his way of suturing was as usual, and the needle tip did not strongly hit against anything. The needle tip could not be found in the surgical field. X-rays were taken but no apparent foreign matter was observed. The surgeon opined that there is a possibility that it remained inside the patient¿s body but due to the result of x-rays, the needle tip did not remain in the body. Re-examination was done on(B)(6) 2020. There were no problems with the wound. A CT scan will be performed 1 month after (B)(6) 2020. No further information is available.

Manufacturer narrative:
(B)(4). Date sent to the FDA: 2/8/2021. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon inc, or its employees that the report constitutes an admission that the product, ethicon inc, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Additional information: d9, h6. Additional h6 component codes: g04092, g07002 - conforming device. Additional h3 investigation summary: a needle/suture piece of product code z494 was received for evaluation. During the visual inspection of the sample, the tip needle was noted broken and marks of surgical instrument in this area could be observed. As part of our quality process, the manufacturing records of this lot-serial number were reviewed, and the manufacturing standards were met prior to the release of this batch. The sample will be sent for additional evaluation to determine the failure mode of the broken needle. A suture needle was returned for evaluation. A fracture was observed at the tip of the needle. One side of the needle was received, the mating fracture surface was not provided for this evaluation. A scanning electron microscope (sem) was used to examine the fracture surfaces and surrounding area of the needle. The fracture surfaces were examined in multiple locations in order to determine the fracture mode. The evaluation of (B)(4) revealed the fracture was composed of microvoid coalescence, which is evidence of a ductile fracture mode. Mechanical damage and macroscopic plastic deformation observed coincidental to the fracture provide additional evidence that the failure was induced by mechanical deformation leading to ductile overload. This was a ductile fracture. The evidence of this examination indicates that the breakage occurred at the tip of the needle during use due to tensile overload. There is no evidence of any material flaw or defect that would cause premature failure. Complaint information will be included in complaint trending that is reviewed on a regular basis to determine if further action is necessary. Additional h3 investigation summary: an unopened sample of product code z494, lot # qjmecd was received for evaluation. During the visual inspection of unopened sample, no defects were found on the package. The sample was opened, and the swage and attachment area were noted to be as expected. No needle breakage was observed on body, tip or swage area. The suture was dispensed without problems and examined along of the strand and no defects were observed. Also, the sample was tested by resistance test to needle and met the requirements. As part of our quality process, the manufacturing records of this lot-serial number were reviewed, and the manufacturing standards were met prior to the release of this batch. The device performed without any defect noted. Complaint information will be included in complaint trending that is reviewed on a regular basis to determine if further action is necessary. Additional h3 investigation summary: two unopened samples of product code z494, lot # qkmkmj were received for evaluation. During the visual inspection of two unopened samples, no defects were found on the packages. The samples were opened, and the swage and attachment area were noted to be as expected. No needles breakage was observed on body, tip or swage area. The sutures were dispensed without problems and examined along of the strand and no defects were observed. Also, the sample was tested by resistance test to needle and met the requirements. As part of our quality process, the manufacturing records of this lot-serial number were reviewed, and the manufacturing standards were met prior to the release of this batch. The device performed without any defect noted. Complaint information will be included in complaint trending that is reviewed on a regular basis to determine if further action is necessary. Additional h3 investigation summary: two unopened samples of product code z494, lot # qdmejr were received for evaluation. During the visual inspection of two unopened samples, no defects were found on the packages. The samples were opened, and the swage and attachment area were noted to be as expected. No needles breakage was observed on body, tip or swage area. The sutures were dispensed without problems and examined along of the strand and no defects were observed. Also, the sample was tested by resistance test to needle and met the requirements. As part of our quality process, the manufacturing records of this lot-serial number were reviewed, and the manufacturing standards were met prior to the release of this batch. The device performed without any defect noted. Complaint information will be included in complaint trending that is reviewed on a regular basis to determine if further action is necessary. Additional h3 investigation summary: two unopened samples of product code z494, lot # qjmhtq were received for evaluation. During the visual inspection of two unopened samples, no defects were found on the packages. The samples were opened, and the swage and attachment area were noted to be as expected. No needles breakage was observed on body, tip or swage area. The sutures were dispensed without problems and examined along of the strand and no defects were observed. Also, the sample was tested by resistance test to needle and met the requirements. As part of our quality process, the manufacturing records of this lot-serial number were reviewed, and the manufacturing standards were met prior to the release of this batch. The device performed without any defect noted. Complaint information will be included in complaint trending that is reviewed on a regular basis to determine if further action is necessary.